Event description:
Medtronic received information that a ped2 pipeline failed to open and was stuck resheathing in the phenom27 catheter. Physician prepped the device per instructions for use (IFU). He began to deploy the device in the distal m1 segment. The device did not want to open distally so we resheathed and unsheathed again. Device began to open. As he deployed and came around the terminus he determined that he needed to resheath the device and deploy more distally. The phenom 27 micro catheter would not advance over the pipeline device to resheath. The physician had to pull out the phenom 27 and pipeline device as a unit. It was stuck in the distal section of the catheter during resheathing. The physicain released the load in the system in an attempt to resolve the issue. The issue did not resolve. The catheter and pushwire were not damaged. They then opened a new phenom 27 and pipeline 4.25x25. No issues with the device opening at any point in time and device was deployed/implanted. The devices were prepared according to the isntructions for use (IFU). The patient was being treated for an unruptured, fusiform aneuerysm in the middle cerebral artery (mca). The max diameter was 7mm and the neck diameter was 5mm. The distal landing zone was 2.0mm and the proximal landing zone was 4.2mm. Vessel tortuosity was severe. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline was not placed in a bend when it failed to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.